Event description:
Boston scientific received information that patient showed twiddler's syndrome. The right atrial (ra) lead was dislodged. Physician implanted entirely new single chamber system on left subpectoral area. The ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.